Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that the patient faced diabetic ketoacidosis. Therefore, the patient was admitted to hospital on (B)(6) 2024. The blood glucose level of the patient when admitted to hospital was 481 mg/dl. During hospitalization, the patient received intravenous insulin drip (intravenous insulin infusion). After staying in hospital for three days, the patient was released on (B)(6) 2024. No further information was available.